Manufacturer narrative:
The cadd legacy pump was returned to the manufacturer and was found to be in good physical condition. The device was powered up and alarmed with ec 1720 which is an issue with the back-up capacitor. This back-up capacitor was replaced. There were no issues found with case damage.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with lec1720. There were no adverse events reported.